Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. It was unknown when the foreign material adhered to the scope. There was no delay to start of pre-cleaning. It was unknown if the air/water nozzle was flushed with air and water. There were no abnormalities with accessories used for reprocessing. The air/water nozzle was brushed with a gauze, brush, or sponge and was flushed with detergent solution. An evaluation of the returned device confirmed the customer allegation. Due to damage, switch one (1) was not working. There were few additional findings. Due to damage on up/down knob, water tightness was lost. Light guide lens had a crack. Adhesive around objective lens was peeled. Switch one (1) was deformed. Due to clogging of nozzle, water removal ability does not meet the standard value. Adhesive on bending section cover had crack, white-clouded area and was chipped. Due to wear of angle wire, the play of up/down knob was out of the standard value. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to a scratch on distal end cover, insulation resistance value at distal end does not meet the standard value. Due to damage on guide pin of electrical connector, water tightness was lost. Forceps channel port was shaved. Paint on air/water-cylinder and suction cylinder was peeled. Universal cord had a wrinkle. Control unit was shaved. Scratches were found on switch, bending section cover, distal end cover, objective lens, image guide protector and connecting tube. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the switch of the gastrointestinal videoscope was not working. The device was returned and an evaluation at the repair center revealed clogging of the nozzle with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. The material could not be identified. Olympus will continue to monitor field performance for this device.